Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles, associated with corneal decompensation. The lens was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - according to dp06-08-u fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most probable cause of this event is long-standing over-sizing with significant narrowing of the angles leading to pas (peripheral anterior synechias) and pupil ovalization. Surgical maneuvers to release synechias may have induced further corneal edema. (B)(4).

Manufacturer narrative:
Method: work order search, device history record review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)